Manufacturer narrative:
The sample was not returned for eval. The device history record could not be reviewed without a lot number. However, there was no product problem noted. It is not known if the patient had altered mental status which could have attributed to the improper discontinuation of the product. The directions for use prescribes the proper method for removal of the device. It states "to remove the catheter from the rectum, the retention cuff must be deflated. Attach a syringe to the inflation port and slowly withdraw all water from the retention cuff." Common adverse effects of all the thrombolytic drugs is bleeding complications related to systemic fibrinogenolysis and lysis of normal hemostatic plugs. The bleeding is often noted at a catheterization site, although gastrointestinal and cerebral hemorrhages may occur. Three attempts were made to contact the facility for add'l info. No response has been received to date. (B)(4).

Event description:
It was reported that the patient pulled out the device causing rectal bleeding. As a result of the bleeding, the pt was given a blood transfusion. It should be noted that pt was on intravenous thrombolytics. It was reported that the pt later expired due to unrelated pre-existing conditions.